Manufacturer narrative:
Findings: cracked reservoir tube noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube thread and broken belt clip slot.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood gluose level was unknown mg/dl. The customer reported that the crack on the reservoir compartment. The customer was advised to discontinue use of the isnulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.